Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and found to have an electrical/fiber optical defect resulting in the component not functioning during testing. The complaint was confirmed based on investigation results, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered an ¿insufflator is disabled¿ message on the vision side cart (vsc), while the patient side cart (psc) displayed ¿system connecting.¿ these messages appeared during case setup and persisted for approximately 15¿20 minutes. The customer noted that the vsc power button was flashing blue, whereas the surgeon side console (ssc) and psc power buttons were solid blue. The technical support engineer (tse) initially recommended performing a hard reboot of the system; however, the issue persisted after the system powered back on. The tse then advised the customer to disconnect the blue fiber cables, perform another hard reboot, and power on each cart in standalone mode with the cables still disconnected. After completing the hard reboot in standalone mode, the vsc power button continued flashing blue, while the psc and ssc power buttons remained solid blue. The procedure was aborted to another dv system with no reported injury.